Event description:
It was reported that the pt requested to be explanted, due to not using her device for years. No medical reason was given.

Manufacturer narrative:
The device has been explanted and has been returned to MFR where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.